Manufacturer narrative:
On 3/6/2020, additional information received indicated that there was no adverse event, no procedural delay, no saline or silicone leak into the patient and no additional procedure for the patient. On 3/18/2020,the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast reconstruction primary with mentor cpx 4 breast tissue expander with suture tabs, 450cc saline breast implants which the left side deflated intraoperatively .the report indicated that the implant after injection of 40 ml of saline solution with 2% patent blue, they observed leakage of the solution through the posterior part of the implant. They removed the expander and observed that it had a leak coming from the posterior part, more precisely in its upper medial region. As a result they substitute the right side which was mentor brand lot#: 7467965, sn#: (B)(4), cat#: 3549212 since there was no other expander with desire volume.